Manufacturer narrative:
(B)(4). A speedband superview super 7 was returned with the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found three bands presents. It was also noticed that the ligator teeth were bent and the suture was intact. The trip wire was completely rolled in the handle and secured in the handle assembly when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Once the ligator head teeth are damaged, the suture can be detached from its position and this condition could have impacted the bands deployment activity which could have caused the reported issue. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band was underneath all of the other bands and the bands misfired. There was difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.